Manufacturer narrative:
G4: 18feb2020 b4: (B)(6)2020. A touchscreen assembly was returned for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. An investigation was performed and the ul_lr and ur_ll resistance were out of specification. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11dec2019.

Event description:
The customer reported failure in manipulation of the touchscreen. The service technician confirmed the reported issue. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. Failure in manipulation of touchscreen was confirmed so touchscreen was replaced to resolve the reported issue. No other abnormality was confirmed. The following parts were replaced for periodic maintenance, oxygen inlet filter, air inlet filter, and cooling fan filter. The unit was checked overall, cleaned, run in tests and functionally tested. Confirmed the software version is 2.